Event description:
Ous MDR - the patient had been hospitalized in ent and became worse. Patient was transferred to the respiratory section for a tracheostomy and ventilated. After that the patient's health began to improve. Device was interrogated at that time and indicated eri status (2.82v) although only 8 months has passed from implantation. The physician planned the device replacement for the week of (B)(6). However, the patient expired on (B)(6), 2010 in the respiratory section. The physician (from cardiovascular, who explanted the device) commented the patient's death was not device related.

Manufacturer narrative:
Ous MDR - upon receipt, the eri status was confirmed. The device was implanted for nine months and 12 charging cycles were recorded to the device memory. The ICD was visually inspected, revealing no anomalies. Based on the condition of the housing and the header, it is unlikely that an interaction between the leads and the ICD housing contributed to the complaint. Device history records were inspected, documenting that the device performed as expected during manufacturing. There was no indication of a material or manufacturing problem. Next, the memory content of the device was investigated, revealing no indications of a device malfunction. Particularly, the recorded iegm's displayed a correct device behavior with regard to the therapy functions of the ICD. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses were flawless in amplitude and frequency. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a maximum energy defibrillation shock. However, the charging was aborted after 0.5 seconds, indicating a depleted battery. Visual inspection of the inner assembly showed no anomalies. Current consumption of the device was normal, but the battery was depleted. The electronic module was attached to an external power supply. Again a fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. Particularly, the current consumption during the charging process was within specification. There was no indication of a malfunction of the electronic module. Then, the current consumption during the transmission of home monitoring messages was tested. Several home monitoring messages have been generated revealing a current consumption as expected. The module was subjected to different temperature environments to detect potential high current conditions. The current consumption was found to be within specification at all tested temperature environments. Manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. Electrical measurement confirmed the battery depletion. Calorimetry measurements revealed a slightly increased recalescence, indicating that the battery underwent a higher discharge than would be expected in normal operating conditions of the ICD. However, after receipt of the battery, the measured voltage increased without any electrical load present indicating that the battery had no increased internal self depletion. Then the inner assembly of the battery was analyzed using x-ray computer tomography. The inner assembly was flawless and free of defects. The destructive analysis of the battery yielded no anomalies. The insulation resistances where found to be within specification with valves greater than 30 mw, excluding the possibility of any short circuit, furthermore, the destructive analysis detected no foreign materials. This was no indication of a workmanship problem or a material defect. In summary, the clinical observation was caused by a premature battery depletion. However, the battery proved to be depleted but not defective. Additionally, despite thorough analysis, no increased current consumption could be reproduced under various conditions and environments. Therefore, intensive and time consuming analysis yielded no indications about the root cause of the observed clinical event.